Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the customer had experienced high blood glucose level. The customers blood glucose was 509 mg/dl. It was reported that the customer was treated with insulin pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer performed high pressure test and was failed. It was reported that the customer was using automode. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-test. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. Device was programmed with test guardian link 3 and the glucose sensor simulator. Device communicated properly with glucose sensor simulator. No unexpected sensor alarms anomaly noted during testing. Unit was also programmed with test glucose meter, device communicated properly and no anomaly noted. No unexpected high sensor glucose or auto mode max delivery" alerts noted during testing. (B)(4).